Event description:
The customer reported that during ablation, the blood pressure of the patient suddenly dropped and cardiac tamponade was found on performing echocardiography. The physician was said to have performed drainage to obtain 250ml of blood thereby completed the procedure. The patient is reportedly in a stable condition now.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."